Event description:
A malfunction alarm was reported, identified by malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with an instruction to contact support again if the issue reappeared.